Event description:
Dr (B)(6) was doing final tightening on micro asnis screws using cannulated screw driver and piece chipped off.

Event description:
Dr (B)(6) was doing final tightening on micro asnis screws using cannulated screw driver and piece chipped off.

Manufacturer narrative:
Investigation in progress but not yet complete.

Manufacturer narrative:
The reported event that the screwdriver blade was broken off could be confirmed. The visual examination revealed that the tip of the blade was broken off. The broken off part was not returned. Furthermore, it was determined that the fracture surface of the blade showed appearance of forced rupture resulting from very high torsional and bending forces. Additionally, pressure marks at the slot area of the blade were visible pointing towards occurrence of high bending forces. Based on investigation the root cause for the reported event was attributed to a user related issue. The breakage was caused by the action of too high torsional and bending forces during application. Indications for any material, manufacturing or design related problems were not determined in the investigation.